Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on (B)(6) 2024 the catheter for epidural analgesia during childbirth was inserted. On (B)(6) 24 the obstetric staff had difficulty extracting the catheter and asked for help from the anaesthetist. The anaesthetist positions the patient in lateral decubitus and extracts the catheter, without signs of trauma or bleeding, but is missing the extreme distal part. The patient underwent a lumbar ultrasound with a convex probe without results, and a CT scan without a contrast medium which highlighted a radiopaque foreign body in the erector spinae muscle on the left, in the paramedian area, contiguous to the spinous process of the soma of l4. The most superficial end is placed 4.5 cm from the skin surface, while a modest amount of air is detected in the spinal canal on the anterior side. The patient appears alert, cooperating with an intact sensorium, but complains of a sensation of discomfort in the lumbar region without any deficit in strength or sensitivity. The tip of the catheter is removed in the operating room by the neurosurgeon. The patient was reported as fine."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2024 the catheter for epidural analgesia during childbirth was inserted. On (B)(6) 2024 the obstetric staff had difficulty extracting the catheter and asked for help from the anaesthetist. The anaesthetist positions the patient in lateral decubitus and extracts the catheter, without signs of trauma or bleeding, but is missing the extreme distal part. The patient underwent a lumbar ultrasound with a convex probe without results, and a CT scan without a contrast medium which highlighted a radiopaque foreign body in the erector spinae muscle on the left, in the paramedian area, contiguous to the spinous process of the soma of l4. The most superficial end is placed 4.5 cm from the skin surface, while a modest amount of air is detected in the spinal canal on the anterior side. The patient appears alert, cooperating with an intact sensorium, but complains of a sensation of discomfort in the lumbar region without any deficit in strength or sensitivity. The tip of the catheter is removed in the operating room by the neurosurgeon. The patient was reported as fine."